Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. S/w version = 5.2c. Retainer ring = black. Case type = ngp. On 27-oct-2022, the customer alleged for no low battery alarm before replace battery now alarm and unexpected battery power loss. Pump passed the displacement test, active current test, and self-test but failed the sleep current test, problem isolated to electronic assembly. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found multiple: power loss alarm from 10/25/2022 18:51:53.000. Failed batt/battery failed alarm on 10/24/2022 21:49:40.000 to 10/25/2022 18:44:07.000. No unexpected battery alarms/alerts during testing. Pump was cut open to perform visual inspection and found moisture damage on the battery tube and force sensor. Swapping out test boards confirms failed sleep current measurement, problem isolated to electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case-corner of belt clip rails, and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test, problem isolated to electronic assembly. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to electronic assembly. Customer alleged for no low battery alarm before replace battery now alarm was not confirmed. Moisture damage was confirmed on the battery tube and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received replace battery now alert and battery failed alarm. Troubleshooting was performed and customer confirmed there was not loose, cracked or damaged battery cap. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. It was the second occurrence of replace battery alert or replace battery now without a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The insulin pump will be returned for analysis.